Event description:
It was reported that this right atrial (ra) lead exhibited increasing lead impedance measurements. X-ray imaging was obtained and revealed a lead fracture. Subsequently, this patient underwent a revision procedure, and the ra lead was surgically capped/abandoned (it remains implanted but out of service) and a new lead was successfully implanted. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited increasing lead impedance measurements. X-ray imaging was obtained and revealed a lead fracture. Subsequently, this patient underwent a revision procedure, and the ra lead was surgically capped/abandoned (it remains implanted but out of service) and a new lead was successfully implanted. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
Since this lead remains implanted, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.